Event description:
It was reported that black snap lock piece is broken and another tray was opened. Delay greater than 30 minutes was reported.

Manufacturer narrative:
H10: a1: updated information. H11: b5, g5: corrected information.

Event description:
It was reported that black snap lock piece is broken and another tray was opened before surgery started. About an hour delay to surgery start time. No patient involved.

Manufacturer narrative:
The navio handpiece, intended for use in treatment, was returned for further evaluation and a visual inspection was performed, which confirmed the reported event. The snap-lock nut was broken. The root cause was found to be a mechanical component failure. As part of corrective actions, a new and more robust design of the snaplock has been released a device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during the release for distribution. A complaint history review found similar reports and this issue will continue to be monitored.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that delay reported was before the surgery and patient was not under anesthesia, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.